Event description:
It was reported that during the implant procedure, high lead impedance was noted after the pocket was closed. Upon opening the pocket, the lead was disconnected from the pulse generator and the header of the device was flushed with saline solution. After the lead was reconnected to the device, normal lead impedance measurements were observed. The patient was in good medical condition after the event. The device remained implanted.